Event description:
Brakes don't hold.

Manufacturer narrative:
Technician found all 4 casters were damaged. Changed 4 casters. Unit now functions correctly! Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.